Event description:
Manufacturer reference#: (B)(4).

Manufacturer narrative:
The problem description only stated air hunger and the time of the event was not given. Ventilation on day of event starts at 02:23:39 and contains six ventilation periods which all are in the pressure control mode of ventilation for adult. Ventilation was ended at 23:40: 13 on the same day. The settings are basically the same in all periods. The time intervals between the periods vary between 4 and 10 minutes but it seems very likely that it was the same adult patient in all the periods. The fourth and fifth periods contain several peep high, paw high and expiratory minute volume low alarms. The last period was started 11 minutes after the fifth period and it was immediately set to the standby mode again within one minute. The problem description stated the problem as ¿air hunger¿ of the patient followed by immediate disconnection and bagging. Ventilation had been ongoing for four periods and the fourth period before setting to standby was alarm-free for two hours therefore it seems most likely that it was during the fifth period per problem description that the ¿air hunger¿ issue was experienced. The alarm paw high was generated soon after the start of the fifth period. Parameter changes of pressure level above peep were done but soon after there were alarms indicating disconnecting of the patient and setting the ventilator to the standby mode. This fifth period lasted 11 minutes. The time with the paw high alarm is the most likely time which is referred to as when the patient showed ¿air hunger¿. There are no technical error codes during all the ventilation periods. The ventilator was examined after the event and no problem was found. The ventilator was put back in service and used on two patients without issues. There is no indication that the paw high alarms were due to parameters or alarm limits settings. No information was received concerning the patient circuit or patient condition. The cause of the alarms has not been determined but there was no ventilator malfunction at the time. The conclusion in the matter is that there is no indication that there was a ventilator malfunction at any the time during the day of the event. Neither do the logs show that the settings or alarm parameters were inappropriate. The ventilator was functioning. No information was provided about all the accessories in the patient circuit or the patient condition to determine whether they could have been factors. The cause of the alarms have not been determined and whether the observed alarms in the logs had anything to do with the reported ¿air hunger¿ cannot be confirmed.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that while the ventilator was connected to patient, the patient started getting air hungry. The patient¿s saturation dropped to 7%. The ventilator immediately disconnected from the patient. The patient was bagged and the ventilator was replaced with another one. The final patient outcome was no injury. Manufacturer reference #: (B)(4).